Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2017, 6937a-52 lead, implanted (B)(6) 2017, 4965-35 lead, implanted: (B)(6) 2017, dtmb1d1 device, implanted: (B)(6) 2017; addrl1 device, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some right ventricular (rv) lead oversensing was observed. It was decided to disconnect the rv lead and place it into the left ventricular (lv) lead port and the rv lead was connected to the lv port. The rv lead, which was in the lv port, then showed loss of capture. It was noted the rv lead was partially inserted into the lv port and suspected the connection could have been the reason for loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.